Event description:
It was reported that during a da vinci-assisted surgical procedure, during the procedure the harmonic ace instrument stopped applying energy. The instrument was removed for inspection and while the scrub nurse was cleaning the instrument one of the jaws broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that a piece detached from the instrument. The instrument was removed from the arm. While the scrub nurse tried to clean the instrument a jaw from the tip broke. There are no photographic images of the device nor a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have one blade broken at the base. A piece approximately 2.1mm x 13.45 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.